Event description:
Pt had stent to lsfa/pta right iliac with a mynx to close arteriotomy. Mynx unsuccessful, oozing at site-femstop applied then severe pain/numbness in right lower extremity. Pt taken to or for thrombectomy-successful revascularization.